Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it was not possible to determine a root for the event reported by customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image. The issue occurred during an unspecified procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer informed that they toggled the picture in picture (pip) mode keys on the device keyboard and there was no result. They tried connecting to another device and the pip worked fine. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.